Event description:
It was reported, by the pt's mother, that difficulties were experienced when trying to insert the obturator into one (1) size 3.5 neo device. This difficulty occurred after the device had been cleaned (soaked for two hours) using vinegar. There was no pt injury or change in therapy. Four (4) size 3.0 neo devices were returned to the MFR for decontamination, analysis and investigation.